Event description:
Information was received indicating that this extension set exhibited leakage. The medication that was being infused leaked onto the patient's skin and resulted in a rash on the skin. The patient also noted that they felt poorly and were more fatigued with decreased energy and an increased need for oxygen. No adverse patient effects were reported.

Manufacturer narrative:
Nine samples were returned for analysis in used condition inside a plastic bag with their original open packaging. Visual inspection of the samples showed delamination in the joints of the filter with the tube. Functional testing included leak testing. Leak testing on all the samples received were performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter in seven of the samples. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was confirmed. The root cause of the leak was attributed to either the filter being sent by the supplier in defective conditions or the filter becoming damaged after leaving the manufacturer.